Event description:
It was reported that the patient experienced an unknown symptom. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold and failure to capture and the right atrial (ra) lead exhibited an insulation breach. A perforation of the rv lead was noted. The ra and rv leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
B1 should only have "product problem" selected, b2 should be blank, b5 should state that the insulation breach exhibited by the right atrial (ra) lead was noted during procedure, h1 should have "malfunction" selected, and h6 should have "4632 prolonged surgery" as the health effect- impact code.

Event description:
It was reported that the patient experienced an unknown symptom. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold and failure to capture. A perforation of the rv lead was noted. The rv lead was explanted and replaced. During the explant procedure, it was noted that the right atrial (ra) lead exhibited an insulation breach. The ra lead was explanted and replaced. The patient was in stable condition.